Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up will be submitted if the product is received.

Event description:
The customer reported that her child was receiving high readings on their freestyle lite meter. It is unk if the child was given too much insulin based on the readings. The mother also reported obtaining a reading of 9 mg/dl and injecting her child with glucagon. However, according to the range specification of the meter, the customer cannot receive readings below 20 mg/dl. In addition, the customer reported that her child was admitted to the hospital because of convulsions. Once admitted to the hospital, the hospital obtained readings of 91 mg/dl. The customer also reports receiving a reading of 290 mg/dl on their freestyle lite meter compared to a lab reading of 145 mg/dl within 10 mins. When plotted on a parkers error grid, the results fell in the 'c' zone, results in this zone are considered clinically significant. There was no report of death or permanent impairment in this case.